Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent ipg replacement surgery on (B)(6) 2019 due to the ipg being inoperable. The inoperable ipg was replaced and effective therapy was established post operation.